Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain and occipital neuralgia. It was reported that the patient didn't feel stimulation and was unable to increase stimulation after confirming it was on; they saw the "settings not available" message. On group c the patient had program 1 and 2 and saw 8.2 and then 0 and it wasn't clear if the intensity changed or if the patient clicked the other group. The controller was beeping and showed "poor recharge quality" and the patient was able to confirm that their controller and ins levels were at 100%. The patient disconnected their recharger and saw the "settings not available" message. Additional information received from the patient on 2019-may-14. It was reported that the cause of the stimulation issue was due to a couple of non-working electrodes. They saw a representative who bypassed the nonworking electrodes and the unit was repaired. The issue was resolved. No further complications reported.